Event description:
Pt went to local hospital for "PICC" exchange. When the nurse was scrubbing the area the "PICC" lime broke off and retracted into the vein. Surgeon performed a cutdown to retrieve the segmented catheter. The "PICC" line was then changed over a guidewire.